Event description:
Caller reported a false negative troponin (tni) result. Pt presented without chest pain, but did not feel well and said she had chest pain two days earlier. Hospital staff reported that EKG was "very strange" and pt was junctional. Three stents were placed in the pt: 100% blockage; 80% blockage; one other area.

Manufacturer narrative:
Investigation pending.